Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve has a worn poppet.

Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve has a worn poppet.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information in the field.